Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. The report was confirmed with the pictures provided. It can be seen that multiple bands had been deployed and had constricted onto a single varix and that the trigger cord had become tangled within the bands on the varix. No additional details can be determined from the photos. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Premature band deployment can also occur if the handle is placed in the firing position before the endoscope is in place inside the patient or even while winding the trigger cord. The user is advised not to apply tension to the trigger cord while winding it on the handle to avoid premature deployment of bands. The instructions for use caution the user: ¿with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user: ¿maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a procedure for varix ligation, the physician used two cook 6 shooter saeed multi-band ligators. It was reported that the first mbl-6 was used and worked okay, no complications. A second was necessary and during deployment of the second device, the 'wire' [trigger cord] was locked inside the band and strapped around the varices. The user was able to release the scope by cutting the wire using a endoscopic scissors. The same problem occurred with a second mbl-6. The procedure was finished with a fourth kit. Patient was on ICU for longer than normal after this procedure. An unintended section of the device did remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.